Manufacturer narrative:
Image review: one photograph was received from the account, capturing what appears to be the resolute integrity 3.0 x 15 mm stent. Stent deformation is evident to the first distal stent wrap with struts raised. The stent deformation can be confirmed as reported by the account. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately calcified and tortuous mid rca lesion with 70% stenosis. No damage to device packaging and no issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. During the procedure, the device did cross a previously implanted stent. Resistance was encountered during delivery and no excessive force used. It was reported that stent deformation occurred in vivo during positioning. The physician used another resolute integrity device to continue the procedure . No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st distal stent wraps with struts raised and bunched. Misalignment was apparent at the 11th distal stent wraps with struts misaligned. Deformation was evident to the distal tip, tip appearing tore. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.